Event description:
It was reported that a vascular graft was discovered to be leaking during a surgical implantation. The vascular graft was removed for a new vascular graft to complete the surgery. There was no reported pt injury. Ref vol #mw5035210.

Manufacturer narrative:
The event was reported via medwatch 5035210. A mfg review could not be conducted as the investigation lot number is unk; however, the product expiration date was provided on the report. The device was not returned for eval; therefore, the investigation is inconclusive. The root cause could not be determined based upon the available info.